Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/09/2018, that on (B)(6) 2018, the cgm mobile application shuts off unexpectedly. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.